Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving lioresal via an implantable pump. The indications for use was intractable spasticity. It was reported that the healthcare provider (hcp) and rep called in and stated they got code 528/529 for motor stall since implant and logs reflect 5 motor stalls and recoveries (17-oct-2023 12:52-1:21), (29-july-2023 5:55-8:51), (30-jan-2023 5:11-5:20), (11-nov-2022 12:19-12:32) and 22-may-2022. The rep stated patient has not had an MRI since having had the pump implanted, so the causes for motor stalls are unknown. The manufacturer's technical services specialist (tss) discussed external causes for motor stalls include emi or internal cause. Tss discussed patient and physician having a conversation if the issue persisted. The rep stated that the patient never felt symptomatic or recalled the alarm beeping before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.